Manufacturer narrative:
Upon investigation of the actual device used in this incident it was found that the minidrawer could become entangled with the wing on the left side of the drawer. A field service engineer advanced the drawer within the cabinet and angled the drawer wings backward to facilitate unobstructed access. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system had drawer failure. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this incident.